Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'board inside is burnt'. Evaluation observed a burnt printed circuit board (pcb). Evaluation determined the assignable cause to be a fluid intrusion. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the board inside of a spectrum wireless battery module was burnt. There was no patient involvement. No additional information is available.